Manufacturer narrative:
Apligraf lot # gs1108.16.01.1a (unit # 183) was packaged on 09/07/2011 and transferred to shipping on 09/07/2011. Review of the device history record for this lot indicated the lot met all specs and release criteria for shipment. There have been no other complaints of this nature from this lot. Apligraf lot gs1108.23.03.1a (unit #137) was packaged on 09/15/2011 and transferred to shipping on 09/15/2011. Review of the device history record for this lot indicated that the lot met all specs and release criteria for shipment. There have been no other complaints of this nature from this lot. Apligraf lot #fs1109.13.02a (unit #8) was packaged on 10/03/2011 and transferred to shipping on 10/03/2011. Review of the device history record for this lot indicated the lot met all specs and release criteria for shipment. There have been no other complaints of this nature from this lot. Master cell banks used in the manufacture of the above lots met all specs for senescence, neoplastic, and karyology testing. The available info for this medical event was reviewed by dr. (B)(4), organogenesis inc. On august 30, 2012. Based on the final pathology report and dr. (B)(6) assessment that the malignant melanoma was an isolated event related to this pt and does not involved apligraf, this adverse is not related to apligraf.

Event description:
Pt (B)(6) is a (B)(6) male who was treated by dr. (B)(6) for a post-traumatic wound of the left heel. Subsequently, path reports confirmed pre-existing malignant melanoma prior to the initial apligraf application. The pt sustained the original injury in (B)(6) 2011 after stepping on a piece of tinted glass from a broken plate. It was reported that the pt waited two (2) weeks prior to seeking medical care. On (B)(6) 2011, dr. (B)(6) surgically removed the hyperkeratotic tissue under fluoroscopy without complication. The excised mass of approximate size 2.5 cm x 1.0 cm x 1.0 cm was submitted to pathology for eval. Prior to treatment with apligraf the surgical dressing consisted of adaptic, wet to dry and was left intact until f/u visit on (B)(6) 2011. Apligraf treatment dates are as follows: treatment on (B)(6) 2011 lot gs1108.16.01.1a unit 183; exp date september 22, 2011. Treatment on (B)(6) 2011 lot gs1108.23.03.1a unit 137; exp date september 30, 2011. Treatment on (B)(6) 2011, lot gs1109.13.02.2a unit 8; exp date october 18, 2011. The apligraf unit applied on (B)(6) 2011 was within the required normal ph range prior to application. The unit was teased away from the side of the transwell with cotton tipped applicators. Wound bed preparation consisted of debridement and irrigation with copious amounts of normal saline. The apligraf was applied to the wound using forceps. The wound was covered with a mepitel dressing, hydrogel, gauze, and ace wrap. The pt was instructed to return to the clinic for weekly dressing changes. The pt was seen by dr. (B)(6) on (B)(6) 2012 at which time he was observed to have a circular, symmetrical, ecchymotic "purplish" lesion about 2.5 cm in diameter on the left heel. On (B)(6) 2012 the lesion was observed to be asymmetrical. X-rays were negative for a foreign body at that time. Ultrasound results showed a small abscess of approx 2.0 cm in diameter. CT scan results noted the left heel to be edematous with no evidence of discrete fluid or inflammation. Punch biopsies x2 obtained on (B)(6) 2012 were positive for malignant melanoma. A pet scan on (B)(6) 2012 was positive for hypertrophic lymph nodes in the groin, retroperitoneal area and pelvis and confirmed the left heel lesion to be the primary melanoma. The case was presented to the va tumor board who recommended review of original path specimen. A second pathologist review of the original specimen [date unk] and the assessment report noted "shows significant pathology". As a result, the original biopsy specimen was re-examined by an external pathologist on (B)(6) 2012 and it was determined that there were immature scattered cells consistent with malignant melanoma present prior to apligraf application.